Event description:
It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture. A shepard's hook catheter was placed in the celiac axis. A direxion microcatheter was placed first into the left hepatic artery. The patient suffered an unusual reaction during the procedure. The episode occurred after placement of the first microcatheter into the hepatic artery prior to sirspheres treatment. This was characterized by significant facial flushing, bradycardia and hypotension. The patient maintained consciousness throughout. The patient has not had prior allergic reaction to contrast and the episode although unclear was felt to be unusual vasovagal reaction. A characterized facial flushing with no breathing or haemodynamic changes. The true nature of the reactions is unclear. Given the short-lived nature, full treatment was able to be completed. The onset of symptoms was about 25 minutes from start of procedure at the stage of injection of contrast through the direxion. Contrast had been given through a 5f diagnostic catheter prior to insertion of direxion with no adverse effects. The procedure was completed with two non-bsc catheters. No additional patient complications were reported and the patient's status is stable. The patient has been discharged. It was further reported the patient also experienced epigastric pain radiating to her back. Patient was given fentanyl which resolved the pain within 5 minutes. There were no issues after giving this medication.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On., device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Visual inspection of the device revealed no defects were noted to the hub of the microcatheter. The shaft was then visually inspected and a kink was found 54.5cm from the hub of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture. A shepard's hook catheter was placed in the celiac axis. A direxion microcatheter was placed first into the left hepatic artery. The patient suffered an unusual reaction during the procedure. The episode occurred after placement of the first microcatheter into the hepatic artery prior to sirspheres treatment. This was characterized by significant facial flushing, bradycardia and hypotension. The patient maintained consciousness throughout. The patient has not had prior allergic reaction to contrast and the episode although unclear was felt to be unusual vasovagal reaction. A characterized facial flushing with no breathing or haemodynamic changes. The true nature of the reactions is unclear. Given the short-lived nature, full treatment was able to be completed. The onset of symptoms was about 25 minutes from start of procedure at the stage of injection of contrast through the direxion. Contrast had been given through a 5f diagnostic catheter prior to insertion of direxion with no adverse effects. The procedure was completed with two non-bsc catheters. No additional patient complications were reported and the patient's status is stable. The patient has been discharged. It was further reported the patient also experienced epigastric pain radiating to her back. Patient was given fentanyl which resolved the pain within 5 minutes. There were no issues after giving this medication.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).